Event description:
The initial reporter questioned results between 2 lines of a cobas pro ise analytical unit. The following are examples of discrepant results for 3 patient samples tested for sodium (na). Patient 1 initial result from line a was 149 mmol/l. The repeat from line 2 was 140.8 mmol/l. Patient 2 initial result from line a was 148 mmol/l. The repeat from line 2 was 138.7 mmol/l. Patient 3 initial result from line a was 146 mmol/l. The repeat from line 2 was 139.4 mmol/l. The results from line a are in question.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On 03-jul-2024 the field service engineer (fse) cleaned the sample probe, sipper, and vacuum nozzle. The fse cleaned the dilution vessel and between each electrode. The customer performed acceptable calibration and qc afterward. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was due to a maintenance issue.